Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported that the length graduates on the tubes were inaccurate. The issue was noticed right away by their respiratory therapist and were not used on any patient.